Event description:
An (B)(6) female in ICU x13 days with sepsis - s.p. Lap chole (B)(6), bowel resection (B)(6), prognosis guarded. On (B)(6), at 0800, nurse assessed the patient. States patient hypoxic with agonal breathing, despite being on ventilator. Nurse states, ventilator failed spontaneously and immediately started bagging patient. Nurse observed good chest rise with bag mask ventilations. At this time, the respiratory therapist brought in different ventilator. Respiratory therapist states initial ventilator was still plugged into the electrical outlet when entering room. Patient became bradycardic during bag mask ventilations. Patient's husband in room during situation and stated no CPR. Patient was dnr and husband stated he wanted her at peace.